Event description:
A cre balloon dilatation catheter device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure "the balloon ruptured during inflation." The procedure was completed with a second cre balloon dilatation catheter device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device was returned, but the device evaluation is not complete; therefore the cause of the reported balloon rupture is undetermined. A search of the complaint database revealed no additional complaints for this lot. The april 2008 15-month cre balloons product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.